Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v318138, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was not able to make adjustments both with or without the antenna attached. It was stated, the programmer would not do telemetry with or without the antenna and there was an antenna jack problem. It was later reported, the replacement programmer they were sent was still not working and they were unable to make adjustments with or without the antenna attached. It was confirmed the patient put brand new batteries in the new programmer and the programmer was powering on but they continued to get a poor communication screen when attempting to sync with the implantable neurostimulator (ins). It was stated, the patient had no stimulation sensation and the last time they felt stimulation sensation was 4 to 6 months prior to report. The patient stated their device ¿stopped working before I had the infection.¿ it was reported, the patient was sick but it was not related to their device and they lost some weight but had since gained some back. It was stated, the patient reported no changes to their pocket site and they could palpate the ins site to locate the ins. The patient reported, they had urinary incontinence but said ¿that¿s a different situation.¿ the patient stated, the incontinence was not related to their device therapy and their device was implanted to treat the patient because, they ¿didn¿t know when they had to urinate¿ and the device had been effective in treating that. It was stated, the patient was experiencing therapeutic effect and the therapy helped them know when to urinate and helped ¿wake up¿ their bladder. The patient stated, the device ¿did it job¿ and ¿did what it was supposed to do.¿